Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 6 of treatment. Air bubbles were found in the line and the cycler was rebooted. After reboot the alarm returned, and treatment was cancelled. The patient had also received a fill complication encountered alarm during treatment. Fluid was discovered in the pump module area, but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry for the next treatment and re-setup with new supplies for the next treatment. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler after removing the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 6 of treatment. Air bubbles were found in the line and the cycler was rebooted. After reboot the alarm returned, and treatment was cancelled. The patient had also received a fill complication encountered alarm during treatment. Fluid was discovered in the pump module area, but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry for the next treatment and re-setup with new supplies for the next treatment. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler after removing the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d4, h4 additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A disinfection was performed to the complaint product sample. As the complaint product simple was being disinfected and prepared for analysis the alleged failure mode was confirmed: a leak was found in the cassette film. The complaint product simple was visually inspected according to the bill of materials (bom) and during the visual inspection with the microscope a hole was found in the cassette film, no damages were found in the cassette hard plastic, this kind of damage could have the following causes as per risk analysis: ¿pump door is sharp per closes unexpectedly during set up. ¿stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. ¿finishing problem due to a sharp point created or cassette damaged mechanically. ¿shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.